Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with readings in the 60s despite no meal intake or announcements and concurrent illness with a cold; the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no professional medical intervention or additional assistance. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed an event of hypoglycemia with unclear cause and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.